Event description:
It was reported that a one-link needle-free IV connect stand bore non-deph catheter extension set leaked. The reporter stated that the leak was from a hole at the luer lock connector at the distal port. This occurred during infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.